Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that when being prepped for the ipg stage of the implant, the right posterior fiducial screw site was weeping with pus. A culture was taken and tested positive for a staphylococcus infection. The physician assessed that this was not device related. The patient was stable and discharged on oral antibiotics with the ipg implant procedure postponed for a later date.